Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no failed battery alarm noted. Unit received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident is unknown. During troubleshooting the patient cleaned the battery cap and changed the battery, but the failed battery test alarm recurred. The insulin pump was returned for analysis.